Event description:
It was reported that air bubbles were observed within the tandem mobi cartridge. There was no adverse impact to the customer's blood glucose level. The customer decided to use multiple daily injections (mdi) for insulin as they declined further troubleshooting.